Manufacturer narrative:
Upon receipt of additional information, it was determined that this device will be not reportable. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that this device will be not reportable. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : discarded.

Event description:
It was reported that the device was fractured. No more information is available.